Event description:
Reprise IV study. It was reported that cerebral vascular accident, complete heart block and arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The subject did not received any loading doses of antiplatelet medications prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing into the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day, post index procedure, the subject developed first degree atrioventricular (av) block and left bundle branch block. Of note, no conduction disturbance was noted after balloon valvuloplasty. No action was taken to treat the events. At the time of reporting, the events were considered to be resolving. One (1) day post index procedure, the subject developed complete heart block and multiple small left cerebellar hemisphere infarcts. A permanent pacemaker was recommended due to complete heart block. On an unknown day, a permanent pacemaker was implanted. No action was taken to treat the cerebral vascular accident. On the same day, the complete heart block was considered to be resolved. Seven (7) days post index procedure, the subject was discharged on aspirin and clopidogrel.

Event description:
Reprise IV study. It was reported that complete heart block and arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The subject did not received any loading doses of antiplatelet medications prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing into the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day, post index procedure, the subject developed first degree atrioventricular (av) block and left bundle branch block (lbbb). Of note, no conduction disturbance was noted after balloon valvuloplasty. No action was taken to treat the events. One (1) day post index procedure, the subject developed complete heart block along with wide qrs rhythm, left axis deviation and multiple small left cerebellar hemisphere infarcts. An electrophysiology (ep) consultation was performed and a new permanent pacemaker was recommended due to complete heart block. On the same day, a new dual chamber non-boston scientific permanent pacemaker was implanted. On the same day, the complete heart block was considered to be resolved. Seven (7) days post index procedure, the subject was discharged on aspirin and clopidogrel. It was further reported that the cerebral vascular accident is not related to the lotus edge valve.

Event description:
Reprise IV study. It was reported that cerebral vascular accident, complete heart block and arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The subject did not received any loading doses of antiplatelet medications prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing into the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day, post index procedure, the subject developed first degree atrioventricular (av) block and left bundle branch block (lbbb). Of note, no conduction disturbance was noted after balloon valvuloplasty. No action was taken to treat the events. One (1) day post index procedure, the subject developed complete heart block along with wide qrs rhythm, left axis deviation and multiple small left cerebellar hemisphere infarcts. An electrophysiology (ep) consultation was performed and a new permanent pacemaker was recommended due to complete heart block. On the same day, a new dual chamber non-boston scientific permanent pacemaker was implanted. On the same day, the complete heart block was considered to be resolved. Seven (7) days post index procedure, the subject was discharged on aspirin and clopidogrel. It was further reported that the cerebral vascular accident is not related to the lotus edge valve. It was further reported that the cerebral vascular accident is possibly related to the lotus edge valve. Per neurology consult, there was possibly a small embolic stroke post transaortic valve replacement procedure. On the same day of the index procedure, the subject was noted with drowsy but able to follow commands and even sit up in chair. Subject was given with tramadol and lyrica at last night. In the morning subject was noted to be more somnolent and progressively worsening throughout the day. The subject was able to provided verbally limited and sluggish responses and CT scan revealed no acute intracranial hemorrhage or large territorial infarct and sub acute to chronic appearing left cerebellar hemisphere infarcts. One day post procedure, neurologic exam revealed abnormal cranial nerves (asymmetric smiling) and abnormal muscle strength (limb drift). Mrs revealed a score of 4 indicates moderately severe disability; unable to walk without assistance and unable to attend to own bodily needs without assistance. Magnetic resonance imaging (MRI) was not done due to the presence of the pacemaker.